Event description:
A hospital in (B)(6) reported that they were unable to connect to an rt340 breathing circuit due to there being a broken pin. This was found by a medical technician prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit has not been returned to fisher & paykel healthcare (fph) (B)(4) for inspection. Our investigation is therefore based on the description of events and our knowledge of the product. Results: the hospital medical technician had stated that the circuit could not be connected and that they observed that one of the heater wire pins was broken. A lot check could not be performed as no lot number was provided. Conclusion: it appears likely that the broken heater wire pin had prevented connection of the circuit to the heater wire adaptor. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. (B)(4).